Event description:
Diagnosed with multiple autoimmune disorders within a month's time. Sent to emergency room (ER) for severe vertigo, where I couldn't stand or be moved without vomiting. Back pain, pelvic pain, severe cramping and heavy bleeding.